Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac tamponade and patient death occurred. During a pulmonary vein isolation procedure the transeptal puncture was performed without fluoroscopy using a versacross radiofrequency (rf) transeptal wire and a non boston scientific (bsc) pulse field ablation sheath. After the transeptal puncture the patient vital signs temporarily dropped. The patient was stabilized and pulmonary vein isolation was performed using a non bsc pulse field ablation catheter. The patient became hypotensive and intracardiac echocardiography revealed an accumulation of pericardial fluid. Immediate surgical intervention was performed and cardiac tamponade was identified beneath the left atrial appendage which the physician suspected was caused during the transeptal puncture. Due to impaired cardiac function, the patient developed intestinal dysfunction and died.

Manufacturer narrative:
This supplemental report is being submitted with an update to section: h6 patient codes. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the versacross radiofrequency (rf) wire upn #vxw0002 batch #0037573516. The versacross rf wire was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the versacross rf wire was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The versacross rf wire IFU lists cardiac tamponade and death as known potential adverse events associated with the use of the device. Risk review: a review of the versacross connect access solution radiofrequency wire hazard analysis was completed and confirmed that the events of cardiac tamponade, heart failure including intestinal dysfunction, hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that during a pulse field ablation procedure the transeptal puncture was completed using a versacross rf wire. The patient vitals temporarily dropped then stabilized and ablation commenced. Hypotension occurred and a pericardial effusion was identified followed by cardiac tamponade. Impaired cardiac function led to intestinal dysfunction and patient death. Incorrect placement of the versacross connect access solution radiofrequency wire tip resulting in advancement into unintended anatomy, excessive force during advancement of the device, insufficient imaging, tortuous or challenging patient anatomy, prior patient condition, or technique could all have contributed to the adverse events. Cardiac tamponade, heart failure including intestinal dysfunction, hypotension, and death are known potential adverse events associated with the use of the versacross rf wire.

Event description:
It was reported that cardiac tamponade and patient death occurred. During a pulmonary vein isolation procedure the transeptal puncture was performed without fluoroscopy using a versacross radiofrequency (rf) transeptal wire and a non boston scientific (bsc) pulse field ablation sheath. After the transeptal puncture the patient vital signs temporarily dropped. The patient was stabilized and pulmonary vein isolation was performed using a non bsc pulse field ablation catheter. The patient became hypotensive and intracardiac echocardiography revealed an accumulation of pericardial fluid. Immediate surgical intervention was performed and cardiac tamponade was identified beneath the left atrial appendage which the physician suspected was caused during the transeptal puncture. Due to impaired cardiac function, the patient developed intestinal dysfunction and died.